Event description:
It was reported that the customer was experiencing high blood glucose. Customer stated assistance in rewind the insulin pump. Customer's blood glucose was 159 mg/dl. Customer stated the insulin pump had absence of delivery. Customer stated she will change set and reservoir. Customer reported back and stated blood glucose was higher than normal. Customer's blood glucose was 170 mg/dl. Customer does not have the tubing clamp to perform high pressure test. Customer reported that she had ER visit last (B)(6) 2015 for their high blood glucose. Customer's blood glucose was over 200 mg/dl. Customer was not in an accident. Customer was given temporary humalog pen injection schedule. Customer was not wearing the insulin pump at the time of ER visit. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.